Event description:
Philips received a complaint by the customer on the v60 indicating that an unknown alarm condition, failure to improve hypoxia symptoms in a timely manner. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No further medical intervention provided to the patient, nor a delay was noted. Based upon the information currently provided and available, it was alleged that during clinical and therapeutic use of the v60 ventilator, an unspecified alarm condition occurred, and the patient's symptoms of hypoxia failed to improve in a timely manner. Clinical review and assessment of the complaint record finds that the device did not cause and/or contribute to patient harm, and that the patient harm of hypoxia (unspecified extent) was a pre-existing condition. Further good faith efforts are required to determine root cause of the malfunction. An attempt has been made to obtain further information about patient use and issue. It was confirmed that the device displayed an unknown alarm condition when the equipment is working. The device was replaced and no injuries to the patient. No further information was able to be obtained. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(6).